Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger with serial number (B)(4) determined that the connector pins on the cable assembly were broken. Evaluation conclusion code 92 applies to the implantable neurostimulator with serial number (B)(4) and evaluation conclusion code 67 applies to the desktop charger with serial number (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient experienced a sudden return of back pain on (B)(6) 2016 and stopped using the stimulator due to recharging issues. The implantable neurostimulator recharger was not recharging itself. The patient kept the implantable neurostimulator recharger plugged into the wall outlet the majority of the time and always when she recharges the implantable neurostimulator. The screen was asking the patient to plug the implantable neurostimulator recharger into the wall outlet even though it was already plugged in recharging. The patient is not able to recharge the implantable neurostimulator and the implantable neurostimulator was down to one out of four charge. The connector pin seemed intact. The patient was sent a replacement recharger and then on (B)(6) 2016, the silver tip from the connector pin of the desktop charger had broken off and was in her implantable neurostimulator recharger. The patient was se nt a replacement desktop charger. Additional information received from the patient on 2016-10-25 reported that the replacement desktop charger was successful at resolving the recharging issues and return of pain and that it was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.